Manufacturer narrative:
Failure analysis revealed that the insulin pump had broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners. All the buttons did function properly. However, corroded keypad traces noted.

Event description:
Customer reported that the buttons on the insulin pump are not responding and are stuck. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.